Event description:
Event description boston scientific received information that two days after implanting a cardiac resynchronization therapy-pacemaker system, the left ventricular (lv) lead was successfully implanted. While testing with a competitor's analyzer, the intercardial measurements were stable and the lv impedance was 800ohms. After pocket closure, final testing showed a lv impedance measurement of >2500ohms. Sensing and threshold measurements remained normal during both implant and post-implant testing. X-ray confirmed the lv lead was still in the original postero- lateral cardiac vein position and with appropriate biv pacing. The physician decided to wait until the three day follow-up to measure the impedance again. At the follow-up, sensing and threshold measurements were normal, and the lv impedance returned to 450ohms.